Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high"; although specific value was not provided. Cause was not known. Bg level was addressed with a correction bolus via the pump and manual insulin injection.